Manufacturer narrative:
The reported complaint is not verifiable. As per the sales representative, the level sensor was disposed thus no parts will be returned. A replacement level sensor was sent to the user facility. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the cable to the alarm level sensor was not working. As a result, another cable was used. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.